Event description:
A surgeon reported a pt having blurred vision following intraocular lens (iol) implant surgery. During the surgery, the pt had difficulty keeping still and the placement of the iol was very difficult; the iol either rotated postoperatively or was mis-aligned. In a f/u, in the surgeon's opinion, the device did not contribute to the event. He stated that the pt's acuity was 20/20 with small spectacle correction. The surgeon also reported that the iol was exchanged by another surgeon and has received "no feedback".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/29/2009, 05/08/2009, and 05/11/2009 by phone, fax, and mail. Additional info was obtained by phone and email on 05/08/2009 and 05/12/2009. This report was mailed to FDA on: 05/22/2009.